Manufacturer narrative:
The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 15490ui00 was evaluated using worldwide data and determined that patient median result for the lot is comparable with other lots in the field. Trending review determined no trends for the product related to the issue. Device history record review on lot 15490ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 15490ui00 was identified. H6: device manufacturers only : device code: old: 1227 new: 2457.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 .

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a female patient with no clinical symptoms. The following data was provided (female cutoff = 15.6 pg/ml): the patient sid (B)(6) was tested 3 days ago and generated a troponin-I result of 10401 ng/l and on (B)(6) 2020 the sample was retested and generated a troponin-I result of 10461 ng/l. The customer sent the patient sample to another facility that tested the sample on a roche method and generated a troponin t result of 23 ng/l (reference range: less than 14 ng/l). The cardiologist is questioning the positive results because the patient did not present with clinical symptoms. There was no impact to patient management reported.